Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient who was receiving baclofen 2000 mcg/ml at 129.9 mcg/day via an implantable infusion pump for intractable spasticity and cerebral palsy. It was reported, following a catheter revision surgery, the patient was doing well from a vitals standpoint, but was not waking up well after surgery. The neurologist checked the patient, and she was doing okay. Recommendations were requested. It was discussed that if there was a pinhole in the catheter and the patient was not getting all of the drug before with the old catheter (reference regulatory report #3004209178-2016-14852), and now was getting all of the drug following catheter revision, that could be the reason for the overdose like symptoms. It was noted the dose was kept the same from the old pump to the new pump. The priming bolus was done correctly with 0.199 plus 0.169 on the print off. The reporter was going to discuss the possibility of lowering the dose on the pump to see if that causes any changes in the patient's symptoms. It was noted the surgery took place around 1:30 pm pacific time and at the time of the call it was 6:00pm pacific time. The patient was not yet fully awake. The reporter was to follow-up with the hcp. Further information was received that there were no diagnostics performed related to the event. The dose was decreased to 96.1 mcg/day. The cause for the event was determined to be the anesthesia. Initially the hcp was told the patient did not wake up for several hours. The hcp found out later the patient woke up twice between approximately 2pm and 6pm. The patient was then fully awake by 7:30pm. The hcp ordered the pump dose to be returned to 129.9 mcg/day (original dose) on (B)(6) 2016. The patient recovered without sequelae and was discharged on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.